Manufacturer narrative:
Technician found the cause to be a worn brake caster. Technician replaced the brake caster to resolve the issue.

Event description:
Account alleged that the brake caster would swivel when in brake mode. No injuries reported.